Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department for further investigation. The fse had the customer turn off the analyzer and power it back on and a leak was observed by the sample loop site. Fse found the sample loop leaking due to high pressure created from a clogged heater. The fse flushed the heater and re-installed the sample loop, the pressure reading now is 7.3 mpa (column pressure range is 6.5mpa-10.5mpa). Fse ran calibrators, quality control (qc) and precision test. All results were within specification and without any errors. The instrument is functioning as intended and was released. No further actions are required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual chapter 6 troubleshooting states the following: 100 pressure high the pump pressure exceeded the upper limit (15 mpa) set in the pres high parameters. When the filter or column replacement period has been exceeded, first replace the filter or column. If the pressure is still high, remove the inlet and outlet flow line around the column and filter, and determine which part is the cause of the high pressure. Then, contact a technical support representative. If the pressure displayed on the screen is: (a) greater than the pressure on the column inspection report + 4 mpa, then replace the filter. (B) less than the pressure on the column inspection report, then proceed with priming the column. The most probable cause of the reported issue is due to clogged heater coil. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving error 100 pressure high on their g8 instrument. Customer indicated that the filter and column were replaced but the error persisted. The technical support specialist (tss) advised the customer to check if the filter was installed correctly. The customer reported back that there were no errors in the installation of the filter. Tss then requested the customer to remove the nut on top of the pre-filter and the pressure went from 12.4 mpa to 2.1 mpa. Then when the tubing and the nut are replaced the pressure reads >15.0 mpa. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.